Manufacturer narrative:
Neither t1, t2 or the sutures were returned. The device has an unusual bend; not representative of a reversed curve needle delivery product released to distribution. The needle has been manipulated in the direction of a regular curved needle delivery device. The bend is not consistent with the configuration or location of a manufacturing bend. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. Root cause for this complaint cannot be confirmed with confidence but with the damages noted user error cannot be ruled out.

Manufacturer narrative:
Other: no evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the tip of the fast-fix 360 reversed curved device was noticed to be bent when it was opened and t2 did not implant properly. T1 implant was removed successfully from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.